Manufacturer narrative:
Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation found the implant unable to be fully engaged into the head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw slipped during insertion into the connector. The set screw was removed and replaced as well as the connector. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8281248, 510k # k041282 was cleared in the united states. The screw has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.